Event description:
Following an intraocular lens (iol) exchange procedure, a surgeon reported the pt has residual astigmatism. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. Additional info was received from the surgeon who reported the pt had a prior radial keratotomy (rk) procedure with significant preoperative cylinder. The surgeon reported the pt has done well and is happy with her results. He expected decreased spherical and cylinder in two months as postoperative rk pts are slow to stabilize. There are two medical device reports associated with this event. This report is for the second lens. The original lens was reported under manufacturer report number 1119421-2012-00812.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on 06/20/2012 and 06/27/2012 by phone, fax, and mail. A completed questionnaire was received on 07/02/2012. (B)(4).